Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl and was "unconscious". Low bg cause was not known. Customer went to the hospital via ambulance and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.